Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for transient atrioventricular (av) block. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The devices are palmaz stents but the catalog and lot numbers are not available. The citation is as follows stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. A copy of the publication is attached to this report. As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: 20595775., during placement of an unknown palmaz stent, transient atrioventricular (av) block reported. Surgical repair was necessary. The products were not returned for analysis. No lot numbers were provided therefore product history record (phr) reviews could not be generated. The reported ¿transient av block complete¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety in the information in the instructions for use ¿potential complications associated with the peripheral artery stent implantation may include, but are not limited to, the following: emergency surgery to correct vascular complications.¿ transient atrioventricular (av) block may occur naturally in children but may also be a result of cardiac ischemia. The use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: 20595775., during placement of an unknown palmaz stent, transient atrioventricular (av) block reported. Surgical repair was necessary. The device will not be returned for evaluation.